Manufacturer narrative:
There is no evidence to support the claim that the door opened under pressure on this unit. This statement is based on the condition of the feet on the tray rack which show no sign of the deformation that occurs when the tray plate is forced upward as a result of the chamber rapidly depressurizing from the door stop, pin on this unit is bent but still intact, further indicating that the door has never blown open under significant pressure. This unit has been poorly maintained as evidenced by the condition of the top cover, steam dam, door latch, and the overall dirty condition of the chamber and water reservoir.

Event description:
Door blew open and gasket was found 3-4 feet across the room.